Event description:
It was reported that the user experienced elevated glucose levels after transitioning to a replacement ilet, including a reported post-breakfast peak around 240 mg/dl with subsequent decline while on the call, and the issue was discussed in the context of algorithm learning, cgm target adjustments, exercise practices, and meal announcements; the medical device problem and involved component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to establish a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.